Event description:
The problem of under delivery was discovered during final service testing by a baxter technician. The customer stated that the device was not involved in any pt incident since the last time it was serviced by baxter.